Event description:
Adverse event(s): "alternate procedure was performed; pt is fine" (no consequences or impact to pt). Product problem(s): "regulator failed to deliver gas into the syringe" (filling problem [regulator]). A nurse reported that the regulator failed to deliver gas into the syringe; therefore, the intended procedure was not performed. Additional info was provided indicating the pt had been prepped with an ocular speculum. The pt's retinal tear was repaired using an alternate procedure (cryopexy). The pt's status was reported as "fine". The facility also reported the regulator that had malfunctioned was the "old style" (dual dial gauge). This regulator was out of warranty and had been discontinued for several years. A new replacement regulator was sent to the facility and will be used in future procedures. Additional info has been requested.

Manufacturer narrative:
The device was not returned for eval. The facility did not provide a lot number or any identification traceable to the mfg process. It was reported by the facility that the regulator used in this case was the "old style" (dual dial gauge) which was out of warranty and had been discontinued several years ago. Additional info was requested on 05/21/2010 and 06/17/2010 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).